Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reports that customer received a no delivery alarm. Customer's blood glucose was 600 mg/dl which was treated with manual injection. Customer attempted to change infusion site due to high blood glucose reading which is when no delivery alarm was received. After troubleshooting, customer was advised that insulin pump was functioning as designed. No further information provided.